Event description:
It was reported that the pt was undergoing a femoral head replacement due to a femoral neck fracture. After the cement was injected, the pt experienced rapid degradation of blood pressure. Pt became cardiac arrest and was treated in ICU.